Event description:
It was reported that some of the patient's stored diagnostics were invalid due to radiation therapy that had occurred during the same timeframe. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (s2d) review shows that a diagnostics problem occurred. S2d file 08083849 shows 3 parity error counts between 09-feb-2011 13:21:27 and 18-feb-2011 14:17:02.